Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes [1685, 2067, 2069, 1690, 1695, 1930] were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span september 13, 2007 through september 19, 2017 and not all records received in this time span are relevant to three gore® dualmesh® plus biomaterial devices. Records from 10/7/07 through 4/5/08; 4/21/08 through 4/9/09; and 11/19/09 through 8/18/17 were not provided. Medical records for ¿incisional hernia repair¿ in october 2006 were not provided. Pathology report for device explanted on 9/15/17 was not provided. Patient information: medical history: morbid obesity (B)(6) 2007: 311 lbs.; bmi 53.4. (B)(6) 2009: 217.3 lbs.; bmi 37.3. (B)(6) 2009: 203.3 lbs.; bmi 34.9. (B)(6) 2017: 248 lbs.; bmi 42.6. Smoking. (B)(6) 2007: 1 pack/day. Quit (B)(6) 2010. Ventral hernia . Surgical procedures: 2000, 2005: cesarean section (B)(6) 2006: laparoscopic incisional hernia repair with mesh [unknown mesh] (B)(6) 2007: laparoscopic incisional hernia repair with mesh. Implant #1 & #2: gore® dualmesh® plus biomaterial x 2 (B)(6) 2007: emergent exploration laparotomy, evacuation of intraabdominal abscess, removal of infected mass, primary closure of abdominal hernia. (B)(6) 2008: laparoscopic repair of recurrent ventral hernia with mesh. Implant #3: gore® dualmesh® plus biomaterial (B)(6) 2009: attempted diagnostic laparoscopy converted to mini laparotomy with pfannenstiel incision and exploration of mesh. Abdominal incision and exploration. (B)(6) 2009: upper diagnostic laparoscopy with lysis of adhesions, extensive. Portion of left tube and cyst removed. (B)(6) 2017: open right myofascial advancement flap. Open left myofascial advancement flap. Repair of recurrent incarcerated incisional hernia. Implantation of 30 x 30 cm of prolen [sic] mesh. Implant #1 and #2 preoperative complaints: (B)(6) 2007: ¿states in spring this year noticed lump in area, some discomfort at times.¿ ¿left lower abdominal bulge for 4-5 months after lifting something heavy.¿ (B)(6) 2007: ¿this is a 37-year-old female who has a previous incisional hernia from a cesarean section. This was repaired in open fashion with mesh previously by an outside physician. She had a recurrent hernia and requested to have a laparoscopic repair of this.¿ implant #1 and #2 procedure: laparoscopic repair of recurrent incisional hernia with mesh. [Implant #1: gore® dualmesh® plus biomaterial, 1dlmcp07/04794638, 20cm x 30cm x 1mm thick] [implant #2: gore® dualmesh® plus biomaterial, 1dlmcp06/05145249, 18cm x 24cm x 1mm thick] . Implant #1 and #2 date: (B)(6) 2007 [hospitalization unknown]. Wound classification: clean. Description of hernia being treated: ¿at this point, we made a small nick in the left upper quadrant measuring approximately 5 mm. With the camera inserted into the 5-mm optiview trocar, we inserted this into the abdomen while visualizing it go through the fascial layers.¿ ¿we evaluated the abdomen and visualized an incarcerated omentum, mostly contained in her hernia defect in the fascia in the lower abdomen. We proceeded to place two more trocars equidistance apart in the left side of the abdomen, a 5 mm was placed near the asis and equidistance apart, a 10-mm trocar was placed. This was done while visualizing this with the camera. No injuries occurred during this time. At this time, we put a grasper through the trocar, grabbed a hold [sic] of the omentum and lifted downward tenting the peritoneum and resected the omentum from the hernia defect with cautery. We took down the omentum completely and freed the hernia defect from any abdominal contents. At this point, we palpated the abdomen and marked the surface outlining the hernia defect.¿ implant size and fixation: ¿we used two dual gore-tex mesh components and sewed them together with gore-tex suture. We then measured this out to an appropriate size to cover the hernia defect. We rolled it up including the six sutured corners with the gore-tex suture and then inserted it through the 10-mm trocar site. Prior to this, we placed a 5-mm trocar into the right upper quadrant in a similar fashion as described for the previous trocar insertions. This was used to help facilitate and grasp the mesh and pull it into the abdomen. Once the mesh was in place in the abdomen, we unrolled it appropriately. Having previously marked the mesh with head up and feet down, we placed this in a correct position. We then used a carter-thomas [carter-thomason] device to poke through the fascia and grab a hold of the sutures attached to the mesh. We then brought this up and tied it in the fatty tissue. This was done with all six sutures attached to the dual mesh. We then used a fascial tacker to outline the edge of the mesh, tacking it into place along the fascia along all the mesh edges. We then evaluated the abdomen one more time. We had good hemostasis at this time.¿ ¿we then closed the skin trocar sites with 4-0 monocryl in an interrupted, subcuticular fashion. We placed sterile steri-strips over top of the incisions and sterile dressings. The patient overall tolerated the procedure well.¿ explant #1 and #2 preoperative complaints: (B)(6) 2007: ¿advised to come in today because of fever and nausea, vomiting this am. 102.9 last night, 101.6 this am. Postoperative day 2 status post laparoscopic repair of recurrent midline incisional hernia. Since discharge reports fevers up to 102, nausea and vomiting, anorexia, no bowel function but is passing flatus. Notes area of redness and tenderness in the midline below the umbilicus. Exam: abdomen: tender to palpation in left lower quadrant and right lower quadrant. 7 cm area diameter of erythema and warmth to touch at midline below umbilicus.¿ (B)(6) 2007: CT abdomen/pelvis: ¿a small amount of intraabdominal ascites, otherwise no acute intraabdominal or intrapelvic process seen. Post-surgical changes apparently incident to hernia repair. There remains a large ventral wall hernia below the level of the umbilicus which contains small bowel loops and ascetic fluid. Streaky density in the subcutaneous soft tissue of the ventral abdominal wall may be post-surgical in nature.¿ (B)(6) 2007: ¿she was immediately admitted to the hospital and CT scan was obtained which was suspect for infected mesh as well as the recurrence of the ventral hernia with incarceration, free fluid, and therefore she was brought to the operating room.¿ explant #1 and #2 procedure: exploratory laparotomy, evacuation of intraabdominal abscess, removal of infected mass, primary closure of abdominal hernia. Explant #1 and #2 date: (B)(6) 2007 [hospitalization (B)(6), 2007]. Wound classification: ¿3¿ [contaminated]. Findings: ¿incarcerated ventral hernia with mesh pulled though in right inferior portion of the fascia. The small bowel and large bowel ran entirely and there was no visible small bowel injury and it was viable. There was approximately 2 liters of fibrinous/discolored ascites that was found within the abdomen at the time of operation.¿ ¿incision was made directly over top of the abdomen using a 10-blade scalpel and carried down through the subcutaneous tissues with blunt and sharp dissection as well as electrocautery. The hernia sac was identified in the lower midline of the abdomen and this was entered primarily as was the peritoneum and there was noted to be a rush of turbid fluid at this point which was cultured and sent to microbiology for examination. The remainder of the hernia sac was opened and the fascial edges were identified. It appears that the lower left portion of the mesh had pulled through and had rolled up on itself allowing a portion of the bowel to herniate beneath this and become trapped and incarcerated. There was a marked amount of fibrinous exudate around this bowel that was present. However, the fluid was not feculent in nature. Also noted was mesh from a prior operation which incorporated into the tissue proximal to this and above the laparoscopic mesh repair. At this point we opted to take down the laparoscopic mesh as it was already so infected and we took this down using both blunt and sharp dissection, sent it to pathology for examination as well as microbiologic specimen. At this point we evacuated all intraabdominal fluid that we could find/abscess that we could find and began to run the small bowel from starting at the ileocecal valve back to the ligament of treitz. There was noted to be no enterotomies and no obvious injuries. The large bowel was run in its entirety as well and there was also noted to be no injuries to the colon throughout its course. The stomach was identified. There was noted to be no injury at this point and the liver was also examined. There was noted to be no injury to the liver either. At this point we opted to irrigate out the abdomen with approximately 10 liters of normal saline, and aspirate it until the aspirate ran clear. An ng [naso-gastric] tube which had been placed preoperatively was confirmed to be in good position and at this point our options were discussed and we opted for primary closure of the abdominal wall hernia to the best of our ability, knowing that there was hernia sac distally and she had loss of abdominal [sic] making complete fascial closure impossible. We began the fascial closure in the cephalad aspect of the wound and continued using #1 pds interrupted figure-of-eight sutures and carried this to the base of the wound, thus closing the abdomen. There was a hernia defect approximately the size of a softball and which contained remnants of hernia sac. We opted to place a 19-french blake drain through this hernia sac and, in fact, above the fascia, yet below the skin in order to help prevent seroma collection. The subcutaneous tissue was then irrigated out with normal saline. The skin was then stapled in place.¿ relevant medical information: (B)(6) 2007: microbiology: ¿abdominal fluid. Gram stain: 30-40 wbc¿s. No organism observed.¿ ¿surgical mesh. Gram stain: 10-15 wbc¿s. No organisms observed.¿ (B)(6) 2007: discharge summary: ¿we noted the incarcerated hernia with the mesh had pulled through the fascia on the right inferior portion and allowed the bowel to herniate as well as there was an obvious 2 liters of fibrinous/purulent drainage that was found.¿ implant #3 preoperative complaints: (B)(6) 2008: ¿there is about 7/7 cm ventral hernia defect in the midline in the suprapubic area and the hernia is reducible and nontender.¿ implant #3 procedure: laparoscopic repair of recurrent ventral hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/05231104, 26cm x 34cm x 1mm thick, oval.]. Implant #3 date: (B)(6) 2008 [same day surgery] wound classification: class 2. Description of hernia being treated: ¿using a 5 mm optiview trocar in the left upper quadrant of the abdomen after infiltrating the skin with 0.25% marcaine, the abdominal cavity was entered under direct laparoscopic vision.¿ ¿there is a large ventral hernia defect starting from just below the umbilicus going all the way to the pubic area that measured around 18 x 26cm in size. There were multiple small bowel adhesions to the hernial defect. Initially, using sharp dissection, the omental adhesions were taken down and then the small bowel adhesions were taken down.¿ implant size and fixation: ¿next, the ventral hernia defects were well delineated and marked circumferentially. Next, using a dual mesh of 26 x 34 size resulted in overlap of around 3 cm circumferentially. The mesh was next secured superiorly, and on the lateral aspect with trans-fascial sutures using 0-ethibond sutures and these were done using a carter-thompson device. Around eight sutures were used to fix the mesh. The inferior part of the mesh was then secured to the cooper's ligament using an endotacker device. Next, the circumference of the mesh was secured to the abdominal wall using an endotacker device at every centimeter distance and then the rough surface of the mesh was completely obliterated. At the end of the repair, the mesh was covering all the defect without any problems.¿ (B)(6) 2008: discharge instructions. ¿wear abdominal binder at all times. Gradually increase activity to normal. Avoid smoking.¿ relevant medical information: (B)(6) 2008: CT abdomen/pelvis: ¿status post additional ventral abdominal repair with adjoining 14cm fluid collection suspicious for abscess.¿ (B)(6) 2008: ¿status post laparoscopic ventral recurrent hernia repair, postoperative day 2. Patient sent home yesterday with minimal pain. Patient awoke with fever of 103. Exam: soft, obese, appropriately tender at incisions. No signs of infection. CT of abdomen and pelvis was preformed [sic] and shows a 6 x 10 x 14-cm fluid collection superficial to repair. No signs of hernia recurrence. Fluid collection is superficial to the repair and lying in what appears to have been old hernia sac. Radiologist report dictates that this is concerning for possible infection; however, he is unaware of her recent postoperative status.¿ (B)(6) 2009: ¿left lower quadrant pain, severe, nausea and vomiting. Pelvic pain for 7 days. Described as severe.¿ (B)(6) 2009: attempted diagnostic laparoscopy converted to mini laparotomy with pfannenstiel incision and exploration of mesh. [Hospitalization april 10-11, 2009] ? Findings: ¿large collection of fluid in a pocket of dualmesh found at pfannenstiel incision.¿ ? ¿a small stab incision was made in the left mid costal margin, and the 5mm disposable trocar was then inserted. Several attempts were made, and we were unable to enter the abdominal cavity with the trocar. The decision was made for open laparoscopy, and a small midline incision was made two fingerbreadths above the umbilicus. This was carried down through the fascia, which was entered. Again, we were unable to adequately enter the abdominal cavity. Eventually, the peritoneum was entered, and the abdomen was, slightly insufflated. However, we were unable to achieve adequate pressure to perform laparoscopy. The decision was then made to attempt laparotomy. The fascia at the supraumbilical incision was then closed, with 0 vicryl and both of the above-mentioned incisions were eventually closed with staples. A small incision was made over the previous c-section scar. This was carried down through what appeared to be the fascia, which was then entered and extended. The rectus muscle was dissected off anteriorly and inferiorly using cautery. A small pocket was entered with a hemostat-initially appeared to be injury to the bowel. Dr. Xx was called in for intraoperative consult and, upon further exploration, this appeared to be a large sac or fluid collection contained within mesh. At this point, it was decided to call in msu general surgery as several surgeons in that practice had previously operated on this patient. After further exploration, the mesh was noted to be intact. A decision was made to close the fascia and perform a CT scan on the patient to see if this was the fluid collection that was previously seen on ultrasound. A large amount of fluid did drain from this pocket. The incision was then closed with stainless steel staples.¿ (B)(6) 2009: abdominal incision and exploration. Mesh evaluation. Multilayer closure of incision. ? ¿she was reported to have a seroma drained and had a shiny surface consistent with possible mesh. We evaluated this and confirmed that this was the dualmesh placed at laparoscopic ventral hernia repair. She had multiple tacks that were seen in place. The seroma was evacuated. We evaluated the mesh in all aspects to make sure it was in place. This appeared to be intact on all fascial edges. There were no injuries to the mesh. There were no signs of any bowel present as the mesh had been placed without any defects.¿ (B)(6) 2009: discharge summary: ¿upon performing laparotomy incision a fluid filled sac was entered. This was found to be a mesh-lined sac with copious amounts of fluid drained from the sac.¿ (B)(6) 2009: ¿left hydrosalpinx, pelvic pain.¿ (B)(6) 2009: diagnostic laparoscopy and lysis of adhesions ? Findings: ¿extensive abdominal adhesions and left tubal cyst with adhesions noted. Left ovary with simple appearing cyst, normal right ovary, tube, and uterus.¿ ? ¿there were extensive intraabdominal adhesions to the previous mesh in the lower abdomen. Both omentum and small bowel were adherent to the previous mesh. A 5-mm trocar was inserted into the left lower quadrant of the abdomen. Initially with blunt and sharp dissection, adhesions were taken down near the umbilical area, and then another 5-mm trocar was inserted under standard laparoscopic vision. Using the 5-mm 35-degree scope, lysis of adhesions was done with both sharp and blunt dissection by taking down the omentum and also the small bowel that was adherent to the mesh with the flimsy peritoneal adhesions. These were taken down very easily. The mesh was covering the ventral hernia defect well, and there was some eventration of the mesh, but there was no obvious recurrence of the ventral hernia.¿ explant #3 preoperative complaints: (B)(6) 2017: ¿chronic large incarcerated ventral hernia for nearly 10 years; failed 4 prior surgeries.¿ explant #3 procedure: open right myofascial advancement flap. Open left myofascial advancement flap. Repair of recurrent incarcerated incisional hernia. Implantation of 30 x 30 cm of prolen [sic] mesh. [Implant: prolene mesh]. Explant #3 date: (B)(6)2017 [hospitalization (B)(6) 2017] findings: ¿15 x 20 cm defect.¿ ¿we then began with a midline incision, entered the abdomen sharply. I then took down all the bowel and omentum off the mesh and freed up the entire anterior abdominal wall. The remainder of the bowel looked okay. I then placed towel over the viscera. I measured the defect to be 15 cm wide x 20 cm long. This certainly would not come back together primarily. I removed the [sic] all of the old mesh. Then, in order to repair this, I ended up, starting on the left side, incised the posterior rectus sheath, separating off the rectus muscle, carefully preserving neurovascular bundles, incised the transverse abdominis muscle in the preperitoneal plane, heading back to the psoas down the costal margin down to the center tendon of the diaphragm and into the space of retzius.¿ ¿I then began on the right side, incised the posterior rectus sheath, separating off the rectus muscle, carefully preserving neurovascular bundles, incised the transverse abdominis muscle, entered the preperitoneal plane, heading back to the psoas on the costal margin down to the center tendon of the diaphragm and heading down into the space of retzius. We then closed posterior rectus sheath, completely excluding the mesh from the bowel.¿ ¿I then fashioned a 30 x 30 cm piece of prolene mesh in a diamond configuration using eight #1 maxon sutures, securing it to the xiphoid, tucking down the central tendon of the diaphragm and just above the pubis. This gave us excellent coverage. I then closed the midline with a running #1 maxon. I then removed the hernia sac to that had become devascularized, then closed the skin in layers.¿ (B)(6) 2017: discharge summary: ¿ventral hernia repair. Excision of old mesh and placement of 30 x 30 cm prolene mesh.¿ conclusion : #3 gore® dualmesh® plus biomaterial (1dlmcp08/05231104). It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05231104. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: [missing records: records for ¿incisional hernia repair with mesh by dr. (B)(6) on(B)(6) 2006¿ were not provided.] On (B)(6) 2007: (B)(6). (B)(6), md. Office visit. Weight 311 lbs. States had incisional hernia repair with mesh by dr. (B)(6) on (B)(6) 2006. States in spring this year noticed lump in area, some discomfort at times. Tobacco use: current 1 pack per day. Left lower abdominal bulge for 4-5 months after lifting something heavy. Cesarean section in (B)(6) with a hernia noted four weeks post-operative. Repaired with mesh one year ago. Has severe vomiting with passage of kidney stones. History: cesarean section on (B)(6). Morbid obesity. Exam: abdomen; large hernia left side umbilicus. Impression/recommendations: incisional/ventral hernia. Will do laparoscopic hernia repair. Risk of recurrence. Morbid obesity. Smoking, try to stop 3 days preoperatively. On (B)(6) 2007: (B)(6): (B)(6), md; (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional ventral hernia. Postoperative diagnosis: recurrent incisional ventral hernia measuring 30 x 38 cm. Procedure: laparoscopic repair of recurrent incisional hernia with mesh. Description of procedure: anesthesia: general anesthesia with endotracheal tube. Indications: this is a 37-year-old female who has a previous incisional hernia from a cesarean section. This was repaired in open fashion with mesh previously by an outside physician. She had a recurrent hernia and requested to have a laparoscopic repair of this. The risks and benefits of laparoscopic repair with mesh were discussed with patient. She agreed to go ahead with the planned procedure. Estimated blood loss: less than 50 ml. Drains: none. Fluids: please see anesthesia chart for full details. Specimen: none. Complications: none. Procedure: ¿the patient was brought to the operating room and transferred to the operating table without any complications. She was given IV sedation and subsequently intubated by anesthesia. She was next prepped and draped over the abdomen from the xiphoid down to the level of the pubic symphysis. At this point, we made a small nick in the left upper quadrant measuring approximately 5 mm. With the camera inserted into the 5-mm optiview trocar, we inserted this into the abdomen while visualizing it go through the fascial layers. We then insufflated the abdomen to approximately 15 psi. We evaluated the abdomen and visualized an incarcerated omentum, mostly contained in her hernia defect in the fascia in the lower abdomen. We proceeded to place two more trocars equidistance apart in the left side of the abdomen, a 5 mm was placed near the asis and equidistance apart, a 10-mm trocar was placed. This was done while visualizing this with the camera. No injuries occurred during this time. At this time, we put a grasper through the trocar, grabbed a hold of the omentum and lifted downward tenting the peritoneum and resected the omentum from the hernia defect with cautery. We took down the omentum completely and freed the hernia defect from any abdominal contents. At this point, we palpated the abdomen and marked the surface outlining the hernia defect. We then proceeded to desufflate the abdomen and pulled out our instruments. We used two dual gore-tex mesh components and sewed them together with gore-tex suture. We then measured this out to an appropriate size to cover the hernia defect. We rolled it up including the six sutured corners with the gore-tex suture and then inserted it through the 10-mm trocar site. Prior to this, we placed a 5-mm trocar into the right upper quadrant in a similar fashion as described for the previous trocar insertions. This was used to help facilitate and grasp the mesh and pull it into the abdomen. Once the mesh was in place in the abdomen, we unrolled it appropriately. Having previously marked the mesh with head up and feet down, we placed this in a correct position. We then used a carter-thomas device to poke through the fascia and grab a hold of the sutures attached to the mesh. We then brought this up and tied it in the fatty tissue. This was done with all six sutures attached to the dual mesh. We then used a fascial tacker to outline the edge of the mesh, tacking it into place along the fascia along all the mesh edges. We then evaluated the abdomen one more time. We had good hemostasis at this time. We removed the trocars while visualizing this with the camera. We then desufflated the abdomen. We then closed the skin trocar sites with 4-0 monocryl in an interrupted, subcuticular fashion. We placed sterile steri-strips over top of the incisions and sterile dressings. The patient overall tolerated the procedure well. Keith apelgren, md was present throughout the duration of the procedure. All instrument and needle counts were verified to be correct on closure of our incisions. The patient was stable when transferred from the or to the pacu.¿ on (B)(6) 2007: (B)(6). Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: (B)(4). Lot batch code: 04794638. W.l. Gore & associates. Expires: 2009-11. Gore® dualmesh® plus biomaterial. Ref catalogue number: (B)(6). Lot batch code: 05145249. W.l. Gore & associates. Expires: 2010-05. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/04794638) was implanted during the procedure. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05145249) was implanted during the procedure. On (B)(6) 2007: (B)(6). Discharge instructions. Keep incision dry/clean. No soaking. Gradually increase activity. Avoid smoking. No straining or lifting greater than 15 lbs for 4 weeks. On (B)(6) 2007: (B)(6). (B)(6), md. Office visit. Advised to come in today because of fever and nausea, vomiting this am. 102.9 last night, 101.6 this am. Postoperative day 2 status post laparoscopic repair of recurrent midline incisional hernia. Since discharge reports fevers up to 102, nausea and vomiting, anorexia, no bowel function but is passing flatus. Notes area of redness and tenderness in the midline below the umbilicus. Exam: abdomen; tender to palpation in left lower quadrant and right lower quadrant. 7 cm area diameter of erythema and warmth to touch at midline below umbilicus. Assessment: cellulitis. Plan: admit, IV antibiotics, CT. [Handwritten]: patient looks sick, may have small bowel obstruction due to bowel above mesh. On (B)(6) 2007: (B)(6). (B)(6), md. Radiology-CT abdomen/pelvis. Clinical history: cellulitis post hernia repair. Findings: there are metallic surgical clips along the ventral abdominal wall above the level of the umbilicus likely related to repair of the hernia seen on the previous CT study from (B)(6). There remains a ventral abdominal wall hernia anteriorly near midline below the level of the umbilicus. This has a wide mouth and contains multiple small bowel loops which do not appear dilated. There are streaky densities within the subcutaneous soft tissues of the ventral abdominal wall which may be post-surgical in nature. I do not see evidence of abscess formation or abnormal fluid collection. There is free fluid surrounding the liver and within the pelvic cavity probably representing ascites. No real abnormality is seen. Impression: a small amount of intraabdominal ascites, otherwise no acute intraabdominal or intrapelvic process seen. Post-surgical changes apparently incident to hernia repair. There remains a large ventral wall hernia below the level of the umbilicus which contains small bowel loops and ascetic fluid. Streaky density in the subcutaneous soft tissue of the ventral abdominal wall may be post-surgical in nature. On (B)(6) 2007: (B)(6). (B)(6), md; (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: incarcerated, possibly strangulated incisional hernia with infected mesh and sepsis. Postoperative diagnosis: same except for the strangulated hernia. Procedure: exploration laparotomy, evacuation of intraabdominal abscess, removal of infected mass, primary closure of abdominal hernia. Description of procedure: anesthesia: general endotracheal. Indications for procedure: this is a 37-year-old, unfortunate woman who presented to our office status post laparoscopic incisional hernia repair on (B)(6) 2007. She presented 2 days after this hernia repair with high fevers, elevated white count, tachycardia, and tachypnea. She was immediately admitted to the hospital and CT scan was obtained which was suspect for infected mesh as well as the recurrence of the ventral hernia with incarceration, free fluid, and therefore she was brought to the operating room. Procedure: ¿the patient was consented as to risks, benefits, complications, and alternatives to procedure and elected to proceed with the procedure. The patient was brought to the operation room, mildly induced with propofol after which patient was intubated by anesthesia without complication. Once this was performed patient was prepped and draped in usual sterile fashion using chlorhexidine and sterile towels. Incision was made directly over top of the abdomen using a 10-blade scalpel and carried down through the subcutaneous tissues with blunt and sharp dissection as well as electrocautery. The hernia sac was identified in the lower midline of the abdomen and this was entered primarily as was the peritoneum and there was noted to be a rush of turbid fluid at this point which was cultured and sent to microbiology for examination. The remainder of the hernia sac was opened and the fascial edges were identified. It appears that the lower left portion of the mesh had pulled through and had roiled up on itself allowing a portion of the bowel to herniate beneath this and become trapped and incarcerated. There was a marked amount of fibrinous exudate around this bowel that was present. However, the fluid was not feculent in nature. Also noted was mesh from a prior operation which incorporated into the tissue proximal to this and above the laparoscopic mesh repair. At this point we opted to take down the laparoscopic mesh as it was already so infected and we took this down using both blunt and sharp dissection, sent it to pathology for examination as well as microbiologic specimen. At this point we evacuated all intraabdominal fluid that we could find/abscess that we could find and began to run the small bowel from starting at the ileocecal valve back to the ligament of treitz. There was noted to be no enterotomies and no obvious injuries. The large bowel was run in its entirety as well and there was also noted to be no injuries to the colon throughout its course. The stomach was identified. There was noted to be no injury at this point and the liver was also examined. There was noted to be no injury to the liver either. At this point we opted to irrigate out the abdomen with approximately 10 liters of normal saline, and aspirate it until the aspirate ran clear. An ng tube which had been placed preoperatively was confirmed to be in good position and at this point our options were discussed and we opted for primary closure of the abdominal wall hernia to the best of our ability, knowing that there was hernia sac distally and she had loss of abdominal making complete fascial closure impossible. We began the fascial closure in the cephalad aspect of the wound and continued using #1 pds interrupted figure-of-eight sutures and carried this to the base of the wound, thus closing the abdomen. There was a hernia defect approximately the size of a softball and which contained remnants of hernia sac. We opted to place a 19-french blake drain through this hernia sac and, in fact, above the fascia, yet below the skin in order to help prevent seroma collection. The subcutaneous tissue was then irrigated out with normal saline. The skin was then stapled in place. 4 x 4's and tape was then placed over top of the abdomen. The drain was stitched in using 3-0 nylon suture and this was also dressed and taped into place. The patient was then awoken and transferred to pacu in stable condition. Estimated blood loss approximately 100 cc. Sponge count was verified x2. Fluids were approximately 200 ml of normal saline. Dr. (B)(6) was present the entire procedure. Drains were on 19-french blake drain above the fascia. Findings: incarcerated ventral hernia with mesh pulled though in right inferior portion of the fascia. The small bowel and large bowel ran entirely and there was no visible small bowel injury and it was viable. There was approximately 2 liters of fibrinous/discolored ascites that was found within the abdomen at the time of operation. Plan: plan will be to readmit this patient back to the hospital, maintain her on ___ [sic] for antibiotic coverage, fluid resuscitate her and monitor her lactates. Maintain npo [nothing by mouth] until her bowel function returns and place in abdominal binder. Will continue to follow this patient on an inpatient basis.¿ on (B)(6) 2007: (B)(6). Microbiology report. Culture/smear: site: abdominal fluid. Gram stain: 30-40 wbc¿s. No organism observed. Aerobic culture: no growth. Anaerobic culture: no growth. Culture/smear: site: surgical mesh. Gram stain: 10-15 wbc¿s. No organisms observed. Aerobic culture: no growth. Anaerobic culture: no growth. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2007 procedure was not provided.] On (B)(6) 2007: (B)(6). Discharge instructions. Keep incision dry. No soaking. Gradually increase activity to normal. Avoid smoking. No straining or lifting greater than 15 lbs for 6 weeks. On (B)(6) 2007: (B)(6). (B)(6), md. Discharge summary. Principal diagnosis: acute inflammation and infection of the prostatic mesh. Secondary diagnosis: incisional hernia with obstruction as well as ascites status post-surgical operation with complication. Patient underwent a procedure on 10/04/07 which was removal of foreign body from peritoneal cavity and primary repair of abdominal wall defect. Brief history: patient is status post postoperative day 2 from laparoscopic hernia repair status post midline incisional hernia. Since discharge the previous day, she was noted to have fevers to 102, nausea, vomiting, anorexia, no bowel function, but passing flatus. Tenderness and redness below the umbilicus. Patient was admitted directly from the clinic, however secondary to their being no beds in the hospital, the patient had to remain in clinic for approximately 5 hours, after which she obtained a CT scan showing that there is a large amount of intraabdominal fluid as well as likely infected mesh and an incarcerated hernia causing bowel obstruction. We opted to take the patient back to the operating room. Preoperative diagnosis at that point was incarcerated incisional hernia with infected mesh. Performed exploratory laparotomy with infected mesh and primary closure of the hernia. We noted the incarcerated hernia with the mesh had pulled through the fascia on the right inferior portion and allowed the bowel to herniate as well as there was an obvious 2 liters of fibrinous/purulent drainage that was found. We left an abdominal binder on at all times. Discharge activity: as tolerated but must wear abdominal binder at all times and not lift anything over 20 lbs. On (B)(6) 2008: (B)(6). (B)(6), md. Office visit. Patient complains of mild pain in the hernia site where infected mesh was removed. History of present illness: referred for evaluation of recurrent ventral hernia. She now has a bulge in the lower abdomen and its interfering with her regular activities due to the discomfort and bulge. She has lost 50 lbs since her last visit. Exam: large pannus in the suprapubid [sic] area. There is about 7/7 cm ventral hernia defect in the midline in the suprapubic area and the hernia is reducible and nontender. Impression & recommendations: recurrent ventral hernia. Benefit from laparoscopic repair of ventral hernia with mesh. On (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: recurrent suprapubic ventral hernia. Postoperative diagnosis: recurrent suprapubic ventral hernia. Procedure: laparoscopic repair of recurrent ventral hernia with mesh. Description of procedure: anesthesia: general. Indications for procedure: this is a 38-year-old female patient who previously underwent laparoscopic repair of ventral hernia about I nine months ago. Following that, she developed infection of the mesh and it had to be removed. She had suture repair of the ventral hernia and it recurred following that. She is having a lot of discomfort with the ventral hernia hence the surgery is indicated. Procedure: ¿the patient was identified and brought into the operating room. The patient was laid in supine position and a foley catheter was inserted. The abdomen was prepped and draped in sterile fashion. Using a 5 mm optiview trocar in the left upper quadrant of the abdomen after infiltrating the skin with 0.25% marcaine, the abdominal cavity was entered under direct laparoscopic vision. A pneumoperitoneum was created up to 15mmhg. Under direct laparoscopic vision, an 11 mm trocar was inserted in the left flank just above the anterior-inferior iliac spine. Another 5 mm trocar was inserted in the right upper quadrant of the abdomen. There is a large ventral hernia defect starting from just below the umbilicus going all the way to the pubic area that measured around 18 x 26 cm in size. There were multiple small bowel adhesions to the hernial defect. Initially, using sharp dissection, the omental adhesions were taken down and then the small bowel adhesions were taken down. Next, the peritoneum or lower part of the ventral hernia defect was incised using a harmonic scalpel and the preperitoneal space was entered. The urinary bladder was identified by filling it with 500 ml of saline. The dissection was well away from the bladder. The peritoneal flap was raised and then it was taken down to expose the retropubic space of retzius and along with the peritoneal flap, the bladder was also taken down. The bladder was totally within the flap. Next, the ventral hernia defects were well delineated and marked circumferentially. Next, using a dual mesh of 26 x 34 size resulted in overlap of around 3 cm circumferentially. The mesh was next secured superiorly, and on the lateral aspect with trans-fascial sutures using 0-ethibond sutures and these were done using a carter-thompson device. Around eight sutures were used to fix the mesh. The inferior part of the mesh was then secured to the cooper's ligament using an endotacker device. Next, the circumference of the mesh was secured to the abdominal wall using an endotacker device at every centimeter distance and then the rough surface of the mesh was completely obliterated. At the end of the repair, the mesh was covering all the defect without any problems. The pneumoperitoneum was next evacuated after making sure there was absolute hemostasis at the end of the' procedure. The small bowel that was taken down from previous adhesions looked normal with serosa intact. Next, the 11-mm trocar site, through which the mesh was introduced into the abdominal cavity, was closed 1 with 0-vicryl suture using the carter-thompson port closure device. The pneumoperitoneum was evacuated. The port sites were closed with 4-0 monocryl. Steri-strips were applied to the port-site incisions and also for the small puncture wounds through which the trans-fascial fixation was done. The estimated blood loss was 50 cc. The patient tolerated the procedure well. She was transferred to the pacu in stable condition.¿ on (B)(6) 2008: (B)(6). Intraoperative nursing record. Implant record. Dualmesh plus 26.0 x 34.0 cm x 1.0 mm. Ref: (B)(4). Lot: 05231104. Expires: 2010-[illegible]. Wound class 2. The records confirm that a gore® dualmesh® plus biomaterial (1dlmcp08/05231104) was implanted during the procedure. On (B)(6) 2008: (B)(6). Discharge instructions. Wear abdominal binder at all times. Gradually increase activity to normal. Avoid smoking. No straining or lifting greater than 15 lbs for 6 weeks. On (B)(6) 2008: (B)(6). (B)(6), md. History and physical. Status post laparoscopic ventral recurrent hernia repair, postoperative day 2. Patient sent home yesterday with minimal pain. Patient awoke with fever of 103. Exam: soft, obese, appropriately tender at incisions. No signs of infection. CT of abdomen and pelvis was preformed and shows a 6 x 10 x 14-cm fluid collection superficial to repair. No signs of hernia recurrence. Fluid collection is superficial to the repair and lying in what appears to have been old hernia sac. Radiologist report dictates that this is concerning for possible infection; however, he is unaware of her recent postoperative status. White count: 12.8. Assessment/plan: does not have signs of infection on examination; however, she does have a history of mesh infection. Will place on vancomycin empirically and admit her for observation. On (B)(6) 2008: (B)(6). Radiology-CT abdomen/pelvis. Clinical history: abdominal pain, fever, status post ventral hernia repair two days ago. Question abscess. Findings: again, there is evidence of mesh material in the midline from the previous ventral hernia repair. There is, again, a large panniculus with bowel loops extending into it, below the level of the ventral abdominal repair. There is additional repair that has been undertaken since the previous CT with additional reinforcing material along the margination of the anterior abdominal wall extending down into the area of the panniculus formation. There is a large fluid collection present currently in the anterior panniculus adjacent to the repair, measuring approximately 14 cm in greatest length by approximately 6.4 cm in ap dimension. This demonstrates an enhancing rim and contains a few small air bubbles and is suspicious for abscess. There is no evidence of bowel obstruction. Incidental note is made of a 3 cm left ovarian cyst. There appears to be a small amount of fluid within the pelvic cul-de-sac. Impression: status post additional ventral abdominal repair with adjoining 14cm fluid collection suspicious for abscess. Two cm left ovarian cyst with free fluid in the cul-de-sac. On (B)(6) 2009: (B)(6). (B)(6), md. Office visit. Left lower quadrant pain, severe, nausea and vomiting. Pelvic pain for 7 days. Described as severe. Weight 218 lbs. Assessment & plan: operative laparoscopy. Does have mesh in abdomen. Discussed possible laparotomy. Will send to hospital for surgery today. On (B)(6) 2009: (B)(6): (B)(6), md. Operative report. Assistant: (B)(6), do. Intraoperative consultation: (B)(6), md/msu general surgery. Preoperative diagnosis: pelvic pain, possible left hydrosalpinx. Postoperative diagnosis: abdominal mass with large fluid collection and multiple adhesions. Procedure: attempted diagnostic laparoscopy converted to mini laparotomy with pfannenstiel incision and exploration of mesh. Description of procedure: anesthesia: general. Estimated blood loss: 100 cc. Operative findings: large collection of fluid in a pocket of dualmesh found at pfannenstiel incision. Procedure: ¿patient was taken to the operating room and general anesthesia was applied. Patient was placed in dorsal lithotomy position and an ot [orogastric] tube was placed. The abdomen and vagina were prepped and draped in normal sterile fashion and a foley catheter was placed. The cervix was visualized, grasped with a singletooth tenaculum, and the acorn manipulator was placed. Attention was then turned to the abdomen. A small stab incision was made in the left mid costal margin, and the 5 mm disposable trocar was then inserted. Several attempts were made, and we were unable to enter the abdominal cavity with the trocar. The decision was made for open laparoscopy, and a small midline incision was made two fingerbreadths above the umbilicus. This was carried down through the fascia, which was entered. Again, we were unable to adequately enter the abdominal cavity. Eventually, the peritoneum was entered, and the abdomen was, slightly insufflated. However, we were unable to achieve adequate pressure to perform laparoscopy. The decision was then made to attempt laparotomy. The fascia at the supraumbilical incision was then closed, with 0 vicryl and both of the above-mentioned incisions were eventually closed with staples. A small incision was made over the previous c-section scar. This was carried down through what appeared to be the fascia, which was then entered and extended. The rectus muscle was dissected off anteriorly and inferiorly using cautery. A small pocket was entered with a hemostat-initially appeared to be injury to the bowel. Dr. Albert moeller was called in for intraoperative consult and, upon further exploration, this appeared to be a large sac or fluid collection contained within mesh. At this point, it was decided to call in msu general surgery as several surgeons in that practice had previously operated on this patient. After further exploration, the mesh was noted to be intact. A decision was made to close the fascia and perform a CT scan on the patient to see if this was the fluid collection that was previously seen on ultrasound. A large amount of fluid did drain from this pocket. The incision was then closed with stainless steel staples. Sterile dressings were applied. Prior to closing the mesh and the incisions, both were irrigated copiously. Small incisions were subsequently closed with stainless steel staples. Sterile dressings were applied. All vaginal instruments were removed. The patient tolerated the procedure well. Sponge, lap, needle, and instrument counts were correct times two. Patient was transferred to the recovery room in stable condition. For follow up, the patient will undergo a CT scan of the abdomen and pelvis to further assess the possible fluid collection.¿ continued on attachment.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2007, and on (B)(6) 2008, whereby gore® dualmesh® plus biomaterial devices were implanted. The complaint alleges that on (B)(6) 2007 and (B)(6) 2017, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: seroma, abdominal pain, extensive adhesions, mesh adhered to small bowel, abcess, infection, sepsis, mesh removal, additional surgeries ((B)(6) 2007); mesh failure, mesh removal and additional surgery ((B)(6) 2017). Additional event specific information was not provided.